Event description:
This 48 year old female underwent a bam in 1976 with implantation of silicone gel implants at another facility. The patient thinks the manufacturer of the implants was heyer schulte. Due to implant associated anxiety, the patient desires removal of the existing implants; over the course of the last few years, had been diagnosed with lupus, ra, and fibromyalgia. Gross exam: the left implant is intact and shows no evidence of rupture and weighs 212.6 gm. At the time of surgical removal, there was noted to be free gel within the capsule. The right implant is focally torn and exudes gelatenous like material. The implant weighs about 185 gm. Both capsules show nonspecific fibrosis with chronic, mononuclear inflammatory processess.